Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11 mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.

Event description:
A report was received regarding a helical blade implant. The date of the implant is unknown. Post-operatively, the patient presented with hip pain. The surgeon reported that an x-ray revealed the helical blade was protruding into the acetabular joint, causing the pain. On (B)(6) 2012, the hardware was removed and the patient was revised to a total hip. This is report # 1 of 2 for the same event.